Event description:
It was reported that during the procedure of aneurysm embolization, there was no continues flush maintained and the stent experienced friction when moving the system over the guidewire. It was also reported that resistance encountered between the stent delivery system and the guide catheter as the microcatheter was not hooked up to flush, so stent did not advance smoothly to the lesion and the stent was accidentally deployed in the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
D4 expiration date - added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that flush was not maintained throughout the procedure and this may have contributed to the difficulty advancing. Therefore, the as reported stent difficult/unable to advance/pullback through catheter will be assigned user error. The as reported stent deployed prematurely during use, sdw friction will be assigned undeterminable as the device was not returned and while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure of aneurysm embolization, there was no continues flush maintained, and the stent experienced friction when moving the system over the guidewire. It was also reported that resistance encountered between the stent delivery system, and the guide catheter as the microcatheter was not hooked up to flush, so stent did not advance smoothly to the lesion, and the stent was accidentally deployed in the microcatheter. The physician replaced it with a new device, and continued the procedure without clinical consequences to the patient.